Manufacturer narrative:
Continuation of d10: product ID a72400 lot# serial# unknown, product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that the issues were resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that the 'stimulator has been acting irregularly' for a couple months and the communicator connection has been spotty. Pt stated, 'it could not connect' and could not find the device and they were unable to see ins battery percentage. Agent understood pt was seeing not found communicator when entering mystim app. Pt stated the communicator just 'shuts off' - agent reviewed communicator sleep mode. Agent had pt go into about section and pt saw communicator serial number was listed. Pt pressed connect and entered into the mystim app without issue. Pt saw communicator at 100% and ins at 30%. Pt stated that one time 'it shut off on its own'; pt stated they had 30% ins battery and at the end of the day therapy shut off. Pt stated they constantly feel stim in their legs (no therapy allegation made). Pt added that their health could be compromised if 'this thing shuts off'. Pt mentioned a time where they w ere supposed to meet with a rep in december but was unable to. Pt stated they are still waiting for an appointment for the pt to be set up on settings for standing and sitting. The issue was not recreated on the call. Agent reviewed external equipment is functioning as expected. A rep noted they followed up with the patient and the patient is scheduled for programming.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.